Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report rec'd that states: "the device was set up but did not engage properly. Original intended procedure angiography to detect source of gi bleed". The site reporter was contacted for add'l info: it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the device was deployed without incident, but failed to achieve hemostasis. The physician removed the device successfully, but there was slight bleeding. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history for this lot did not produce any findings relevant to this report.